Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the patient, on (B)(6) 2025, the patient¿s cgm values were running high (unspecified values) and the patient self-treated with insulin. The following day, on (B)(6) 2025, the patient thought he may have over-bolused himself but then found out his cgm was reading inaccurately. The patient¿s cgm was reading around 80 mg/dl while the bg meter was reading around 30 mg/dl. The patient was wearing an omnipod insulin pump. The patient attempted to self-treat with candy but lost consciousness. The patient¿s wife then provided the patient with glucagon and called ems. Ems transported the patient to the emergency room (ER) where he was further treated with a ¿glucose shot¿. The patient regained consciousness after treatment. The patient was discharged after being in the ER for less than 24 hours. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.